Event description:
The valve was cut off at the clinic. The catheter was probably clogged. Our employee then changed the valve. What was the impact to the patient? > no impact. Was the catheter occluded? > yes. With an in-house design from the clinic. Lot number associated with reported issue? > there is no lot number available. Where is the catheter located? Abdomen or chest > chest. How long has the catheter been in place? > (B)(6) 2022.

Manufacturer narrative:
(B)(4).

Event description:
The valve was cut off at the clinic. The catheter was probably clogged. Our employee then changed the valve. Answers: what was the impact to the patient? No impact. Was the catheter occluded? Yes. With an in-house design from the clinic. Lot number associated with reported issue? There is no lot number available. Where is the catheter located? Abdomen or chest? Chest. How long has the catheter been in place? (B)(6) 2022.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos¿ samples were received by our quality team for investigation. Upon visual inspection, it was observed that the ¿before¿ photo shows the tube line, a tube clip, and no bd valve. The second photo, the ¿after¿ photo shows the valve has been replaced and has the tubing leading away from the valve; therefore, the reported failure mode was not confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.